Event description:
Removal of endosseous dental implant. According to the clinician 4 implants were placed in class iii bone in site numbers 3,6,11, and 14 on 12/14/94. In a previous report (m#710733) the implants in site numbers 3 and 14 were removed because they did not integrate. At this time the clinician reports that the implant in site number 11 has lost integration and was removed on 7/10/96. The clinician reports that the remaining implant is stable.

Manufacturer narrative:
The MFR has evaluated this event and confirmed that the loss of integration of the endosseous dental implant is a known inherent risk of the procedure. MFR's trend analysis confirmed that the reported failure rate associated with its implants is below the expected failure rate for this procedure as published in the scientific literature.